Event description:
Caller reported damage to a tandem charging cable, rendering the charging supplies non-functional. There was no reported impact to the customer¿s blood glucose level. Corrective action involved replacing the damaged charging supplies, which were shipped via 2-day delivery by technical support.